Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the patient had osteomyelitis and an allergic reaction to an unknown antibiotic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The alarm occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that the transfer set became disconnected from the patient line. The patient was advised to complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.